Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experienced diaphragmatic stimulation during threshold test. Moreover, the patient reported that concern since the implant. Furthermore, the trends look good and field representative was planning to have the patient return in a couple week. Additional information from the field representative indicated that the physician tried to perform a lead revision but could not get access and no ventricular lead was placed. The lead was surgically explanted. No additional adverse patient effects were reported.